Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was residual aspiration during a vitrectomy procedure. The procedure was completed without treatment issues or patient harm. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system had an aspiration issue during a vitrectomy surgery. The surgery was able to be completed with no patient impact. The customer has been contacted for additional information; however, no further information has been received. The system serial number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).